Event description:
It was reported by the field clinical specialist (fcs) that approximately 8 years, 3 months, and 30 days post transfemoral transcatheter aortic valve replacement tavr with a 23mm sapien 3 valve the valve failed due to stenosis. A valve in valve was done using a 20mm sapien 3 ultra resilia (s3ur) valve. The valve was successfully implanted, there was no patient injury, and the patient was in stable condition. The root cause was not determined. Medical records were received and reviewed; according to the medical record approximately 8 years and 4 months post implant the patient underwent a valve in valve (viv) procedure. The indication for the viv was severe bioprosthetic stenosis with regurgitation (pvl). An aortic root angiogram noted that the valve leaflets were calcified and thickened. Echocardiogram showed moderate paravalvular leak (pvl). The viv procedure was performed via the right femoral artery. A pre implant valvuloplasty was performed using a 20mm balloon, a significant waist was observed during balloon inflation. An aortogram was performed and showed persistence of several millimeters of space between the valve frame and sinotubular junction (stj) on the left. A 20mm sapien 3 ultra resilia was then implanted under rapid pacing. Post deployment transthoracic echocardiogram (tte) demonstrated a discrete jet of pvl, as such the valve was post dilated with a 20mm true balloon, showing improvement in pvl to minimal. Post implant angiogram noted mild paravalvular regurgitation. The e-sheath was withdrawn and perclose sutures tightened with excellent hemostasis. Iliofemoral angiogram from the contralateral side (left) noted excellent flow in the sfa and profunda, mild extravasation was noted, there was 50% stenosis in the right common femoral artery post perclose suture closure. A balloon angioplasty reduced it to 30% residual stenosis with no extravasation.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records being reviewed. Sections b5, b7, g6, h2, h6: device code, investigation findings, and conclusions in this section have been updated. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl. Per angiogram performed, there was gap between the valve frame and sinotubular junction (stj). Investigation results suggest patient factors (patient anatomy and cardiac remodeling) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 8 years, 3 months, and 30 days post transfemoral transcatheter aortic valve replacement tavr with a 23mm sapien 3 valve the valve failed due to stenosis. A valve in valve was done using a 20mm sapien 3 ultra resilia valve. The valve was successfully implanted, there was no patient injury, and the patient was in stable condition. The root cause was not determined. Moderate regurgitation and valve leaflets are calcified and thickened; coronaries are patent. Patient symptoms currently consistent with nyha class iii heart failure

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case there was no allegation or indication that a manufacturing nonconformance contributed to the reported product problem. The patient is of advanced age and has a medical history significant for aortic stenosis and diabetes mellitus. These comorbid conditions have been identified in the technical summary to be associated with an increased risk of valvular calcification and prosthetic valve degeneration. Although the exact cause cannot be definitively determined it is possible that patient related factors and progression of the underlying disease process may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.